Event description:
New information received notes the patient presented for a follow up in clinic. The patient underwent a treadmill test and a morphology template was taken which showed an excellent match for the rest of the interrogation. It was noted that morphology scores while atrial pacing - ventricular sensing were occassionally zero. The scores were always excellent during atrial sensing - ventricular sensing. This was determined to not be of clinical significance. There were no complaints with device function or the discriminator.

Event description:
It was reported that the clinician was having issues with morphology scores. The clinician inquired whether a morphology template could be obtained while the patient was doing a treadmill test. Further information was not available at this time. The patient was stable.